Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have one bent grip, causing them to be misaligned. The offset of the tips were 0.59 mm. The grips were not cracked. The grips opened and closed properly. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8 mm prograsp forceps instrument was observed to be loose. The instrument was becoming unhinged at the joint. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: it was unknown if the instrument had a missing pin or a dislodged wrist. No material was missing from the distal end. The instrument was not used on the patient. The issue did not cause tissue entrapment.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm prograsp forceps instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.